Event description:
Attorney alleges that the pt underwent a decompressive laminectomy with posterior lumbar interbody fusion with instrumentation at l4-l5 for spondylolisthesis, back pain, and radiculopathy. Post-operatively, the pt developed increasing pain in his back and hip area. Radiographic studies done 4 months post op showed a "fairly extensive pannus of bone posteriorly off of l5 that may encroach on the root canal." The pt remains with significant disability due to persistent pain and neurological symptoms that developed in conjunction with his abnormal radiological findings at the site of lumbar fusion.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.